Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010.

Event description:
Procedure: hernia. According to the reporter, when the handle was squeezed, the device would make a loud cracking sound and would not deploy tacks. No pt injury reported.